Event description:
It was reported that the stent dislodged. A 2.50 x 28 mm synergy xd drug-eluting stent (des) was selected for use. It was noted that the stent was not positioned on the balloon. There was no patient complication reported.